Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had an x-ray done by their pain management doctor and they noticed that the leads had moved. Patient said they had no idea when the leads migrated. Patient stated the leads moved downward in their spine. Patient also said they could tell the implanted neurostimulators was still working because if they arch their back, they could feel the stimulator working. Patient asked if they could see the leads easily and patient said they also had x-rays from their chiropractor and they could see their stimulator in the pictures. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2020; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.